Manufacturer narrative:
Intermittent footboard functions due to faulty brake control board.

Event description:
It was reported by service report that functions from the footboard worked intermittently. No pt involvement or adverse consequences are reported.